Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and a sharp change in impedance were observed on the right ventricular lead. The patient was then scheduled for a lead extraction procedure. During the procedure, the physician noted a possible lead fracture around the suture collar area. The physician attempted to remove the lead using laser removal but was unsuccessful. Due to concerns that the removal method may cause a tear to the superior vena cava, the physician capped and replaced the lead on (B)(6) 2020. The patient was doing well following the procedure.